Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic that the customer experienced low blood glucose due to sensor glucose and blood glucose issues. The customer lost consciousness and went into convulsions. Blood glucose reading was 42 mg/dl. The customer's father received ambulance assistance for the incident. The customer was treated with a glucagon on (B)(6) 2024. The customer reported auto mode/smartguard was automatically delivering insulin at the time of low bg event. The most recent set change was on (B)(6) 2024. Sensor glucose reading was not provided at the time of incident. The customer also reported the sensor did not last for the full 7 days, losing signal prematurely. No further information was provided.